Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately seven years post-implantation due to pain, nonunion, and synovitis associated with metal debris. During the procedure, the patient's greater trochanter showed an area of chronic tearing and scarring consistent with a hip abductor strain tear. Old screws and stainless steel screws were identified and removed. Gray metal fragments were found to be staining the synovium. Thickened synovial overgrowth and synovitis type of material consistent with a toxic effect from metal were found. The modular head was removed and replaced. A ceramic on poly head and neck were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.